Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to print. There was no patient use associated with the reported event.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ (B)(6) 2018 section b3 of the initial medwatch report should indicate: event date ¿ (B)(6) 2018 additional information: h6: physio-control further evaluated the customer's device and determined the cause of the reported issue was due to worn battery pins. Physio replaced the battery pins to resolve the reported issue, then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off when attempting to print. There was no patient use associated with the reported event.